Manufacturer narrative:
The lead remains in service without further complications. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that pacing was inhibited on this right ventricular (rv) lead when the patient was in a lateral position. A lead revision was performed one day post-implant and the lead was repositioned. It was noted that lead dislodgement could not be confirmed via x-ray; it was considered that lead placement may have contributed to the loss of pacing. No additional adverse patient effects were reported.